Event description:
Rn of home patient (hp) reports pin hole leak in the bottom left-hand corner of cassette. Per rn, leak was noted had completed her treatment for the evening. No injury or medical intervention required per rn. Machine was swapped.